Event description:
Additional information received indicated that effective therapy was restored for the patient postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Investigation results will be provided in the final report.

Event description:
It was reported that the patient controller displayed the elective replacement indicator (eri) message after having an MRI without putting the system in MRI mode. The device was providing therapy. Surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was explanted and replaced.